Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open coronary artery bypass grafting, on the lung tissue, when attempted to fire the purple reload, the device partially fired at the distal end of the reload. The surgeon had to hand sew the lung tissue to resolve the issue.